Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found that the soft cannula was bent and blood was present in the distal tip of the soft cannula. It cannot be determined when or how the cannula damage occurred. Data downloaded from the device shows that a 0x22 alarm was generated. Inspection of the device found no abnormalities that would contribute to the alarm being generated; a root cause for the alarm could not be determined. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 406 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the patient changed out the pod and gave correction bolus.